Event description:
An abbott sheath 8fr 12cm hemostasis fast catheter (introducer) was placed in the patient's right internal jugular vein during a heart catheterization. Three days later in the cardiac ICU, the bedside rn noted the side port of the introducer had fallen off which had vasopressor medications infusing through the port. Physician was notified and an alternate central venous catheter was inserted along with new pa catheter. Malfunctioning introducer was removed.